Event description:
During the physicians attempt to implant a medtronic wiktor rival stent it failed to cross. During withdrawal, the stent came off of the balloon right above the percutaneous introducer sheath, the external iliac. The pt was taken to surgery to remove the stent. No other invervention or pt complications were reported.